Manufacturer narrative:
A1- patient identifier: (B)(6). E1- initial reporter facility name: (B)(6).

Event description:
It was reported that a dissection occurred. Elegance clinical study. The subject was enrolled in the elegance clinical study on (B)(6), 2021. The target lesion was in the left mid superficial femoral artery (sfa) with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 380 mm and 100% stenosis. The treatment of target lesion was performed by placing drug eluting stent of 7 mm x 120 mm and pre-dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm and 5 mm x 200 mm. Following, the final residual stenosis was noted to be 10%. On (B)(6), 2021, during treatment of the target lesion, dissection (grade of most severe dissection-d) was noted. Residual stenosis was noted to be 10%. As a response to the event, a bailout stent was implanted and the complication was resolved. It was further reported that the dissection was not related to the ranger drug coated balloons. Prior to target lesion treatment, pre-dilation was performed with 5 mm x 300 mm scoring balloon. During treatment of the target lesion, a grade d dissection was noted after angioplasty with scoring balloon. As a response to the event a bailout stent was implanted followed by balloon dilation and the complication was resolved. Following treatment, post dilation with 2 non bsc balloons and final residual stenosis was 10%.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter facility name: (B)(6).

Event description:
It was reported that a dissection occurred. Elegance clinical study the subject was enrolled in the elegance clinical study. On (B)(6) 2021. The target lesion was in the left mid superficial femoral artery (sfa) with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 380 mm and 100% stenosis. The treatment of target lesion was performed by placing drug eluting stent of 7 mm x 120 mm and pre-dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm and 5 mm x 200 mm. Following, the final residual stenosis was noted to be (B)(4). On (B)(6) 2021, during treatment of the target lesion, dissection (grade of most severe dissection-d) was noted. Residual stenosis was noted to be (B)(4). As a response to the event, a bailout stent was implanted and the complication was resolved.